Event description:
The customer reported being hospitalized with low blood glucose. The caller stated that she is unsure if the drive support cap is loose, sticking out, flush or protruded. The customer stated that she went into diabetic coma for more than a month and she was in life support. The caller stated that her neighbors found her and called the ambulance. The customer stated that now she had brain damage and seizures. The caller stated that her blood glucose was not managed well, she kept having seizures, and they did not treat her blood glucose properly while being in a rest home. The customer was sweaty and shaky all the time and nurses would not test her glucose level for her. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.